Event description:
It was reported that the patient underwent a spinal procedure for degenerative disease at l3 to iliac. The posterior fixation rod reportedly was broken at right side l4-l5 one year and 10 months after the implantation. A revision surgery was performed and the rod was explanted.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.